Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery (lad). The 2.75x28mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. After several unsuccessful attempts to cross, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications occurred and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).